Event description:
As reported, during a laparoscopic ventral hernia repair on (B)(6) 2022, the patient was implanted with the bard/davol ventralight st mesh which was expired on 28-jun-2022. It was reported that the mesh has been left implanted and the patient has not received any additional medical/surgical treatment. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired ventralight st mesh was inadvertently implanted into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. No patient injury was reported.